Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was concerned that the pads feel too warm, and the patient was above target of 36c at 36.4c on the arctic sun device. Patient condition was very unstable, and they have had to make frequent adjustments to sedation and medications. Nurse advised the patient was seizing, posturing, and shivering. They recently "maxed out" sedation and added anti-seizure medications. Mis confirmed that the water temperature was 26.2, flow rate was 2.7lpm and the patient temperature was 36.4c. Mis advised that the device had a tolerance of 0.5c above or below target and the device senses the patient temperature every second, but the water temperature only changes every two minutes accordingly. Nurse stated that the physician wanted them to put ice packs in the groin and axilla. Physician at bedside asked if ice packs and cold saline were advisable. Mis explained that they did not give recommendations to such and that they would suggest counter warming to help combat heat generation. Mis requested that the target temperature be changed to 35.5c so that the patient would not go above 36c. Mis walked the nurse through adjusting the target to 35.5c.

Event description:
It was reported that the nurse was concerned that the pads feel too warm, and the patient was above target of 36c at 36.4c on the arctic sun device. Patient condition was very unstable, and they have had to make frequent adjustments to sedation and medications. Nurse advised the patient was seizing, posturing, and shivering. They recently "maxed out" sedation and added anti-seizure medications. Mis confirmed that the water temperature was 26.2, flow rate was 2.7lpm and the patient temperature was 36.4c. Mis advised that the device had a tolerance of 0.5c above or below target and the device senses the patient temperature every second, but the water temperature only changes every two minutes accordingly. Nurse stated that the physician wanted them to put ice packs in the groin and axilla. Physician at bedside asked if ice packs and cold saline were advisable. Mis explained that they did not give recommendations to such and that they would suggest counter warming to help combat heat generation. Mis requested that the target temperature be changed to 35.5c so that the patient would not go above 36c. Mis walked the nurse through adjusting the target to 35.5c..

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery to suppress shivering. However, this cannot be confirmed. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The serial number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.